Event description:
The hiwire was being used to access a mesenteric artery that was to be embolized. After the catheter was placed over the wire it was pulled back out of the catheter and it was noted that part of the coating on the tip of the wire was missing. The physician was certain the wire was intact prior to use. There was nothing unusual about the access site and no difficulty was experienced while accessing the vessel. The piece of coating was unable to be located.